Manufacturer narrative:
Section b5: additional information. Section e2, e3, g3: correction. Manufacturer's investigation conclusion: the report of the white tunneling bullet coming off during tunneling cannot be confirmed. It was reported that while tunneling the driveline during implant, the white tunneling bullet came off the driveline, which was exposed to possible debris. The territory manager recommended at this time, that abbott suggests changing out the pump, as it could not be guaranteed that performance would be impacted in the future; however, the surgeon cleaned the driveline of any and all possible debris. They also cleaned the bullet and used medical grade compress to dry all connections as well as the bullet. They reconnected the driveline and finished the tunneling. The pump was connected, and the controller and pump functioned normally and received commands with no issues reported. The surgeon felt that the issue may have been caused by user error. The tunneling bullet was discarded post implant. No product available for investigation. The patient remains ongoing on vad support. The heartmate 3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the white connector (tunneling adapter) was used for this implant. The white connector was discarded and is not available for evaluation. The surgeon felt the issue may have been related to user error. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during tunneling the tunneling bullet came off the drive-line (percutaneous lead). The drive line was exposed to possible debris. The surgeon took careful efforts to ensure the drive line was clean and dry before continuing on with case. The surgeon cleaned the drive line of any and all possible debris. Cleaned bullet and used medical grade compressed to dry all connections as well as the bullet and reconnected the drive line and finished tunneling. Tm recommended that abbott recommends changing out the pump at that point and that we can not guarantee that performance would not be impacted in the future if the drive line gets wet. The pump was connected. Controller and pump turned on and functioned normally and received commands with no issues reported. No further or additional information was provided.